Event description:
It was reported that a large volume infusor leaked into the outer container. It was suspected that the bladder had a small pinhole. The device contained fluorouracil 2400mg in 5% dextrose. This occurred prior to patient use. The device was replaced to resolve the issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is a duplicate of manufacturer report number 1416980-2025-04014. All information can be found under manufacturer report number 1416980-2025-04014. Should additional relevant information become available, a supplemental report will be submitted.